Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the connector pins on the battery charger power brick were not seated in the connector. The root cause for the defective connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not working. The pt was issued a replacement battery charger.